Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a pump stop issue with the impella device. Upon initiation of support, the motor current was observed to be high and the pump subsequently stopped. The pump was restarted, however once p7 was reached, the pump once again stopped. The pump was again restarted and the pump was able to stabilize at support level p3. Also, some blood clotting was noted in impella sheath but was cleared prior to pump insertion. The scheduled procedure was completed without further issue. There was no harm to the patient.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of the temporary pump stop and thrombus has been completed. The pump was visually inspected and biomaterial was found wrapped around the impeller. The pump was able to start in the lab with slightly higher than normal flows at p9 around 4.3 l/min. Log review indicates intermittent pump stops at the beginning of the case, with the pump ultimately able to run with saturated flows. Based on this evidence, and the fact the patient had issues with clotting, the cause of the intermittent pump stops was due to biomaterial.